Event description:
It is reported that the pt received an acetabular cup, right side and underwent revision surgery pain.

Manufacturer narrative:
The MFR received devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on september 19, 2017 and is filed in this report. Other additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It is reported that the patient received an metasul durom, component for acetabulum, uncemented, 54, 48, code n, on the right side and underwent revision surgery due to pain, elevated cocr levels and inflammation.

Manufacturer narrative:
Additional information was received and the investigation has been updated according to the new information. Only the latest version is shown below. DHR review results: the quality records indicate that this component met all requirements to perform as intended. The lot number for product 01.00211.148 is not available and did not showed up during investigation. At the revision surgery the femoral neck was cut about the end of the slim stem of the durom femoral component, therefore the bone is still inside the component and cover the lot number. Compatibility check: the compatibility check showed that the product combination was approved by zimmer. Trend analysis: trend has been identified and CAPA was initiated and performed. Review of incoming information: the available x-rays are probably screenshots. The poor quality of the latter does not allow proper evaluation. Of both surgical notes there are only free translations in english at hand. The surgical note of the implantation does not contain any additional information that would have an impact on the findings of the investigation. The surgical note of the revision surgery does not give an indication for the revision. After incision normal, clear fluid was seen. Further, it is stated: ¿control durom cup and femoral head, which are very good fixated.¿ device(s) analysis: the durom cup shows damage from the revision surgery, e.g. Nicks, scratches and damage of the outer rim. On the anchoring side two pieces of the titanium vacuum plasma spray coating are chipped off. There is a larger area of bone attachment as well as several small bone attachments. On the articulation side numerous fine and some coarser scratches are visible. The bevel of the spherical calotte was inspected with the low power microscope. Close to the bevel a small stripe of micropits was found on a length of approximately 13 mm. At the revision surgery the femoral neck was cut about the end of the slim stem of the durom femoral component. The bone is still inside the component and does not show obvious signs of neck thinning. The articulation surface of the component exhibits an area with scratches and / or smears visible to the naked eye. The surface was inspected under the microscope at 200- times magnification with differential interference contrast (dic). In the loaded area coarse and fine scratches and leveled carbides which protruded slightly in the original surface state are recognizable. There are still carbides in the unloaded area. The wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The wear map created out of the measurement data did not indicate a clear wear zone. It was not possible to favor a certain zone as possible wear zone when comparing the wear map and the articulation surface of the retrievals. Due to this reason wear values could not be determined. On the basis of the retrieval investigation the reason for the patient¿s pain leading to the revision surgery cannot be explained. As it was not possible to identify clear wear zones the wear values could not be determined. However, the appearance of the articulation surfaces did not point to abnormal wear. The chipped off pieces of the titanium vacuum plasma spray coating of the cup could probably be attributed to the revision surgery. As additional information the writ of summons was received in dutch language and translated to english by a professional translation service. The document was checked for information that was not available at the time of investigation and could have an impact on the conclusion of the latter. However, because the exhibits mentioned in the summons as a source of the original information are not at hand, possibly new information or information inconsistent to the available information is summarized hereafter and not reflected in the other report chapters. Implantation date mentioned in summons sections 1.1. And 2.5. Is (B)(6) 2008. Revision date mentioned in summons section 2.7. Is september 4, 2012 and section 2.11. Is september 17, 2012. In the summons section 2.11. The following is mentioned: ¿the medical status documentation of the catharinaziekenhuis contains the product stickers for the cup and ball prosthesis. The product codes are illegible. They have either been blacked out or highlighted with a colored marker, leaving them illegible once the documents were copied. The product sticker for the prosthesis ball (ref. 01.00214.054, batch 2441053) states ¿2013-03¿ as the probable production month. The product sticker for the prosthesis cup (ref. 01.00211.148, batch 213626) states ¿2012-08¿ as the probable production month.¿ as indicated in section 6 of this report, the cup has ref. No. 01.00214.054 and lot no. 2441053/03 (as indicated on the device) and the expiry date given on the patient sticker (according to production papers) is 2013-03. According to the documents received in september 2012, the ref. No. 01.00181.480 and lot no. 2413626 is indicated for ¿metasul large diameter head 48/n¿. This was not indicated in section 6 of this report because the proof for correctness (patient stickers in medical record) of that information was not at hand. The patient sticker (according to production papers) for the above mentioned numbers state a metasul durom femoral component cemented ø 48/n with expiry date 2012-09. In the summons section 2.11. The following cobalt and chrome values are given: ¿(B)(6) 2012 [2010]¿: cobalt value 14.8 nmol/l¿. (B)(6) 2010¿: cobalt value 12.6 nmol/l¿. (B)(6) 2012¿: ¿lab results: cobalt: 14.8 nmo/l (compared to a normal value of 0<x< 11 nmo/l; chrome: 33 nmo/l (compared to a normal value of x<40¿. The ¿advies metaal op metaal articulerende implantation (mom) van de nederlandse orthopaedische vereniging (nov), (B)(6) 2011¿ states that cobalt values in serum <2 g/l (<40 nmol/l) are considered as normal without clinical consequences. With the information provided and the investigation result, it is still not suspected that a product failure led to the alleged event and that this case is related to cases where the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed again. Zimmer's reference number of this file is (B)(4).